Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a serious issue this "weekend" but no ones knows what is going on. Patient later clarified the event happened wednesday or thursday. Patient stated they felt an electric shock like a taser by their "battery" and had a hip spasm so hard they were knocked out. Patient stated the sensation subsided once the ins was turned off, but they still have a low-grade backache. Patient asked if it this has happened to any other patients. Patient stated they are about to have an x-ray to check on the placement of their implanted system. Patient services reviewed patient can keep stimulation off and they were redirected to their healthcare provider to further address the issue.